Event description:
Additional information received from the reporter on 10/2/2023 for report mw5145646 to change the manufacturer to medline. Refer to add'l documents in i2k.

Event description:
Epidural glass syringe poorly functioning with loss of resistance to saline resulting in dural puncture during epidural placement. As well, cardinal kits are frequently lacking specific components ie medications and epidural connectors. Epidural kits frequently mislabeled as to equipment not available in kit resulting in delayed placement and time to analgesia for laboring mothers.